Manufacturer narrative:
Additional information: (model and catalog #, UDI). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, on the second firing when they connected the reload into the handle, then upon the open/closing checking, the jaws did not close completely. They tried checking again, however the status was the same. They then used another reload in order to resolve the issue in order to complete the case. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.